Event description:
Patient admitted to hospital for abdominal pain in 2003. 2 days later the patient was critical and went to surgery for an exploratory laparotomy during the night. The patient requried blood administration during surgery. A hot line and hot line tubing were used for blood warming. The blood bag was being pressurized at 300mmhg. The anesthesiologist noted during the blood administration that the hot line water reservoir had become bloody and the water bath portion of the tubing was bloody. It was suspected that there was a leak in the tubing. This system was then removed and sequested as a new system replaced the faulty system. Hot line machine was evaluated by hosptial biomed dept. No equipment failure was noted. Biomed evaluated the IV tubing and outer tubing and found no leaks.